Event description:
It was reported that a malfunction occurred on a pump following an amusement park ride. The customer's blood glucose level did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was advised to contact technical support if the malfunction reappears and acknowledged the instructions.